Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx did not pass testing. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that it does not pass the test. The device was delivered to the repair facility. The bench tech evaluated the device. It was determined the reduced defibrillator power that caused the malfunction of the capacitor however the replacement/repair is not feasible due to end-of-life of this model, the spare parts are not available either. The device was returned to the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the capacitor. The reported problem was confirmed. The device was determined to be end-of-life; therefore, the technical support and the repair are not possible. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.